Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the hospital due to pericardial effusion that was discovered on an echocardiogram. The event resolved and the device and lead remain in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.